Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming. Advised customer alarming is due to the device being unable to detect the reservoir. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but they were unable to clear the alarm. Advised customer that when a circle is not present, the device is functioning properly. Customer's blood glucose level was 142 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a loose drive support cap during the prime test due to damage inside of the force sensor resistor. The insulin pump had normal operating currents and no unexpected off no power or low battery alarms were noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.